Event description:
Patient had a large aneurysm neck and tortuous arteries and physician had difficulty in implanting the stent graft. The sensor was deployed. When the sensor delivery system was withdrawn, the dilator/hypotube caught on the stent graft. The physician removed the sensor delivery system, however, the main body of the stent graft deployed prematurely necessitating additional stent graft components to complete the procedure. The patient was converted to an aui with femoral-femoral bypass. The patient was discharged without further incident.